Manufacturer narrative:
The patient indicates that lead has been "tuned" so that it does not happen. The lead and device remain in use. No patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient does not get heart rate up enough with normal walking activities. The device was reprogrammed and remains in use. It was further reported by the patient that they thought their left ventricle had been over paced for years which damaged the ventricle and the patient's ejection fraction. The patient also reported that since the device was reprogrammed they had felt better, but it had been "de-tuned" and the patient is now experiencing "vision disturbances", "eye aches" and "pressure" in head. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient does not get heart rate up enough with normal walking activities. The device was reprogrammed and remains in use. It was further reported by the patient that they thought their left ventricle had been over paced for years which damaged the ventricle and the patient's ejection fraction. The patient also reported that since the device was reprogrammed they had felt better, but it had been "de-tuned" and the patient is now experiencing "vision disturbances", "eye aches" and "pressure" in head. The device remains in use. The patient later reported that the device was set too high and the patient was over paced for a period of time, but the device is now so low that the patient can "hardly function". The patient also stated that one of the leads was in the wrong place and stimulates the patient's diaphragm.

Event description:
The patient further reported that since the device optimization the patient has been short of breath and had a heart rate of 112.

Event description:
The patient further reported now having pacemaker syndrome.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient does not get heart rate up enough with normal walking activities. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.